Event description:
Caller reported a malfunction on the pump, identified with malf 3 code. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump and provided instructions on returning the malfunctioning pump. A backup insulin pump was to be used in the interim to ensure insulin delivery.